Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no adverse consequences to the patient as a result of this event. It was further reported that the procedure was completed successfully. The delay to the surgery is unknown at this time.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no adverse consequences to the patient as a result of this event. It was further reported that the procedure was completed successfully. The delay to the surgery is unknown at this time.